Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a hemorrhoidectomy procedure, the device delivered an incomplete staple line. The site used a new instrument to complete the case. There was no patient consequence.